Event description:
The hcp reported the pt experienced an overdose after a catheter revision. The pump was stopped and the pt was observed for additional signs of overdose. The overdose symptoms were reported to have subsided by the next morning.

Event description:
In 10/2005, the patient had the catheter revision done. "After revision, it appears intraoperative bolus given and did not allow for pump tubing - approximately 200mcg extra given." After the patient was observed for 12 hours for any somnolence, the pump was restarted at a rate of 150mcg/day. The patient has recovered without sequela.